Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. Information was provided that the surgeon is refraining from intervention at this time. A director of global quality customer affairs (gqca) conducted a conference with the surgeon. The provided photos were reviewed with the surgeon. Opacification was not observed with retro-illumination. Various etiologies were discussed. The surgeon was happy with the discussion and the follow-up. The surgeon will contact the company if any further need arises related to this case. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.6., and b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that six (6) years after an intraocular lens (iol) implant surgery, the patient is experiencing blurred vision and the lens is opacified in the center optic. Additional information has been requested.